Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: what was the name of the procedure? Laparoscopic myomectomy what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unknown. Did the needle fall into the patient? If so, please provide the following information: were x-rays taken to locate the needle? Was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" If retained, what is the surgeon's opinion of consequences to the patient? The needle did not fall into the patient. Please refer to the event description, there's no report on patient's injury. Other information requested is unknown. Investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was returned for analysis. Product code sxpp1a406. During the visual assessment of the detached needle, the swage and attachment area were as expected. However significant tooling marks were noted on the body; also, the tip and the body needle were noted bent as well. Overall, no needle pull-off was observed. The suture was examined, and the extreme was noted to be cut probably caused by a surgical instrument. Beside that damage and deformations were noticeable in the barbs. Although no conclusion could be reached on the cause of the reported event. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a lap myomectomy on (B)(6) 2024 and barbed suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.